Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion detection testing was not able to be completed due to a reload set alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the force senor calibration values were found out of specification. The cause of the condition was determined to be a failed force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed preventive maintenance (pm), the device did not detect a downstream occlusion. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: g3 date received by MFR should be 10/14/2025 and not 10/20/2025 as initially reported. Should additional relevant information become available, a supplemental report will be submitted.